Event description:
Sakura received a total of (4) complaints that tissue-tek paraform processing/embedding medium formula2 paraffin. Product code 7052, lot # 263922, does not met all its labeled claim of 56-58 degrees c. One (2) site experienced difficulty in staining. Sakura's comparison study revealed that lot# 263922 has variations in melting temperature. It was observed that some paraffin melted at the range of 55-65 degrees centigrade versus the specified range of 56-58 degrees centigrade. Using the lot 263922 may potentially result in the following situations: cloudy appearance of the melted paraffin at temperature below 65 degrees centigrade; blocks may have a different milky, visual appearance; cut sections may require a higher water bath temperature to stretch properly, and/or immunohistochemistry and/or special staining may be compromised due to incomplete dewaxing deparaffinization. A prolonged dewaxing deparaffinization procedure may be required.